Manufacturer narrative:
The attached user facility medwatch reports were received from the (B)(6) registry. The user facility numbers were not provided. (B)(6).

Event description:
Additional information were received from the (B)(6) registry stating: pump stopped working; taken to or for emergent pump exchange. Additional information were also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis, abnormal pump parameters, increased serum creatinine, heart failure, intravenous anticoagulation. Thrombus event confirmed: yes. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Thrombus attributed to a low flow state was confirmed based on the evaluation of the lvad. Examination of the lvad, upon disassembly, revealed depositions of tissue-like clotted blood and denatured, clotted blood throughout the sealed inflow conduit and the sealed outflow graft. Similar depositions of denatured, clotted blood were also found within the pump along the rotor body and within the inlet and outlet stators. The hard areas of the depositions, including areas of denaturation around the rotor bearings, as well as the contact marks observed at the proximal end of the rotor body indicate that the depositions were present while the pump was supporting the patient. These depositions could have caused resistance on the spinning rotor, resulting in the reported pump power elevations and pump stoppage. The non-laminated depositions found within the lvad appeared consistent with poor surface washing due to a low flow state. Although the origin of these depositions and the duration for which they were present within the pump could not conclusively be determined, the depositions could have also contributed to the patient's reported pump power elevations and elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the lvad was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the lvad functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with heart failure symptoms and repeated shocks from her implantable cardioverter-defibrillator (ICD). The patient's lactate dehydrogenase (ldh) level was 800 u/l (2 times the baseline). Intermittent pump power elevations up to 15 watts and pulsatility index (pi) values in the low 2''s were noted. An echocardiogram revealed that the patient's aortic valve was unable to remain closed. While increasing the pump speeds during the ramp study, the patient reportedly experienced an episode of ventricular tachycardia and therefore the study was terminated. It was reported that at an unspecified later time the pump stopped unexpectedly. The patient was supported on inotropes until an emergent pump exchange was performed. Device thrombosis was suspected. The patient's international normalized ratio was therapeutic at the time of the event. Additionally, a user facility medwatch report was received via cdrh stating the following: "patient had a heartmate ii lvad (left ventricular assist device) implanted last summer. It stopped functioning nine months later and the patient was taken to the or for replacement. Pump thrombosis was noted. The cause of the pump thrombosis is not known."

Manufacturer narrative:
Approximate age of device: 10 months. The explanted device was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.